Event description:
It was reported that externalized conductors were noted on the right ventricular lead. The lead remains implanted and will continue to be monitored. The patient was in stable condition.